Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the corners of the top case were chipped, the bottom case cracked by l-bracket and the right plunger case were cracked. A review of the event history log identified force sensor test and check syringe plunger sensor. During functional testing the force sensor was out of specifications; value is stuck at -0.89 pounds with varying pressures. The plunger float was missing from force sensor assembly. Unable to duplicate check syringe plunger sensor, the sensor worked as intended. The root cause of force sensor test was due to the customer's incorrect assembly of the device. Installed missing plunger float and recalibrated the force sensor and replaced damaged top case. The root cause of check syringe plunger sensor was unable to be determined as no problem was found. Performed preventative maintenance and all the functional testing.

Event description:
Information was received indicating that a smiths medical medfusion pump failed force sensor test, had damaged top case and exhibited barrel clamp error. No adverse effects were reported.